Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tube'), device expulsion ('migration of essure device location of device: uterus'), embedded device ('essure micro-inserts had migrated and embedded itself within her colon'), salpingitis ('chronic salpingitis'), gastrointestinal disorder ('issues with her bowels'), gastrointestinal injury ('trauma her colon sustained') and genital haemorrhage ('abnormal bleeding (general)') in a 30-year-old female patient who had essure (batch no. 627436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify patient did not undergo an essure confirmation test" and device difficult to use "her surgery took much longer than expected". The patient's medical history included multi gravida, parity 5, cesarean section, incision site pain, anemia, blood pressure high, kidney disorder, overweight and pregnancy. Previously administered products included for an unreported indication: magnesium sulfate and celestone. Concurrent conditions included headache, abdominal infection, foot injury, foot pain, allergic reaction to analgesics, penicillin allergy, ovarian cyst, yeast infection, trichomonal vaginitis, cramp in lower abdomen, bloating, mood change, perineal pain, chronic chest pain, abdominal distension, nicotine abuse, sleep apnea, coronary artery disease, mass, abscess, appendicitis, nausea, vomiting, metastatic disease, diarrhea, constipation, nabothian cyst, adenomyosis and paratubal cyst. Concomitant products included bisacodyl, gabapentin, ibuprofen (motrin), metoprolol, nicotine, oxycodone, paracetamol (acetaminophen) and tramadol from (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("depression,psychological or psychiatric problems condition: depression") and anxiety ("anxiety, psychological or psychiatric problems condition: anxiety"), 2 years after insertion of essure. On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, arthralgia ("hip pain") and uterine pain ("uterine pain"). On (B)(6) 2016, the patient experienced haemorrhagic cyst ("other injury(ies) or complication (s) please describe: hemorrhagic cyst") and adnexa uteri cyst ("other injury(ies) or complication please describe: cystic lesions region of left, adnexa"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), gastrointestinal disorder (seriousness criterion medically significant) with abdominal pain, gastrointestinal injury (seriousness criterion medically significant) with abdominal pain lower, infection ("infection (other than vaginal, bladder, or urinary tract)"), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation, full), abnormal bleeding ( menorrhagia),"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), headache ("worsening of her headaches"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse),"), rash ("rashes,"), pruritus ("itching, rashes or skin conditions type: itching,"), fatigue ("chronic fatigue, fatigue,"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches,"), allergy to metals ("nickel allergy") and rash generalised ("rashes or skin conditions type: general rashes") and was found to have weight increased ("weight gain, weight gain / loss specify which one: weight gain"). The patient was treated with ammonium lactate, antibiotics, oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol), vilazodone hydrochloride (viibryd), surgery (underwent a total hysterectomy, bilateral salpingectomy, and bilateral oophorectomy) and prescription medications to manage. Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, embedded device, salpingitis, gastrointestinal disorder, gastrointestinal injury, infection, dysmenorrhoea, back pain, arthralgia, uterine pain, menstrual disorder, dysgeusia, headache, vaginal infection, dyspareunia, depression, anxiety, female sexual dysfunction, migraine, allergy to metals, haemorrhagic cyst and adnexa uteri cyst outcome was unknown and the menorrhagia, vaginal discharge, rash, pruritus, fatigue, weight increased, genital haemorrhage, vaginal haemorrhage and rash generalised had resolved. The reporter considered adnexa uteri cyst, allergy to metals, anxiety, arthralgia, back pain, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, gastrointestinal injury, genital haemorrhage, haemorrhagic cyst, headache, infection, menorrhagia, menstrual disorder, migraine, pruritus, rash, rash generalised, salpingitis, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: as a result of her implantation of essure, she has been forced to miss time from work. On (B)(6) 2016 her uterus, cervix, both fallopian tubes, and, both ovaries were all removed. Since her removal surgery, plaintiff's symptoms have mostly resolved. As per follow up discrepancy note date of insertion :- (B)(6) 2008, (B)(6) 2011. There were about 4 coils remaining in the uterine cavity on each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Pathology test - on (B)(6) 2016: uterus, cervix and bilateral tubes, hysterectomy with bilateral salpingectomy: cervix with nabothian cysts and moderate chronic inflammation proliferative endometrium uterine serosa with fibrous adhesions. Superficial adenomyosis right tube. Congested left tube with features of chronic salpingitis. Concerning the injuries reported in this case, the following one were described in patients medical record:vaginal discharge, back pain, abdominal pain, weight gain, nickel allergy, pelvic pain, dyspareunia,hemorrhagic cysts, vaginal bleeding. Most recent follow-up information incorporated above includes: on 27-aug-2019: pfs&mr received reporter information, lot no was added. Device dislocation updated partial expulsion of device and new event added fallopian tube perforation, partial expulsion of device, chronic salpingitis, abnormal bleeding (general), vaginal bleeding, apareunia (inability to have sexual intercourse), migraines, nickel allergy, hemorrhagic cyst, cystic lesions region of left adnexa, general rashes, device monitoring procedure not performed. Severity added abdominal pain, back pain. Outcome added rashes, vaginal discharge, weight gain, genital bleeding, vaginal bleeding, menorrhagia, fatigue, hip pain. Concomitant drugs, treatment drugs, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tube'), device expulsion ('migration of essure device location of device: uterus'), device dislocation ('essure micro-inserts had migrated and embedded itself within her colon'), salpingitis ('chronic salpingitis'), gastrointestinal disorder ('issues with her bowels'), gastrointestinal injury ('trauma her colon sustained') and genital haemorrhage ('abnormal bleeding (general)') in a 30-year-old female patient who had essure (batch no. 627436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify patient did not undergo an essure confirmation test" and device difficult to use "her surgery took much longer than expected". The patient's medical history included multi gravida, parity 5, cesarean section, incision site pain, anemia, blood pressure high, kidney disorder, overweight and pregnancy. Previously administered products included for an unreported indication: magnesium sulfate and celestone. Concurrent conditions included headache, abdominal infection, foot injury, foot pain, allergic reaction to analgesics, penicillin allergy, ovarian cyst, yeast infection, trichomonal vaginitis, cramp in lower abdomen, bloating, mood change, perineal pain, chronic chest pain, abdominal distension, nicotine abuse, sleep apnea, coronary artery disease, mass, abscess, appendicitis, nausea, vomiting, metastatic disease, diarrhea, constipation, nabothian cyst, adenomyosis and paratubal cyst. Concomitant products included bisacodyl, gabapentin, ibuprofen (motrin), metoprolol, nicotine, oxycodone, paracetamol (acetaminophen) and tramadol from (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("depression,psychological or psychiatric problems condition: depression") and anxiety ("anxiety, psychological or psychiatric problems condition: anxiety"), 2 years after insertion of essure. On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, arthralgia ("hip pain") and uterine pain ("uterine pain"). On (B)(6) 2016, the patient experienced haemorrhagic cyst ("other injury(ies) or complication (s) please describe: hemorrhagic cyst") and adnexa uteri cyst ("other injury(ies) or complication please describe: cystic lesions region of left, adnexa"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), gastrointestinal disorder (seriousness criterion medically significant) with abdominal pain, gastrointestinal injury (seriousness criterion medically significant) with abdominal pain lower, infection ("infection (other than vaginal, bladder, or urinary tract)"), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation, full), abnormal bleeding ( menorrhagia),"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), headache ("worsening of her headaches"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse),"), rash ("rashes,"), pruritus ("itching, rashes or skin conditions type: itching,"), fatigue ("chronic fatigue, fatigue,"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches,"), allergy to metals ("nickel allergy") and rash generalised ("rashes or skin conditions type: general rashes") and was found to have weight increased ("weight gain, weight gain / loss specify which one: weight gain"). The patient was treated with ammonium lactate, antibiotics, oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol), vilazodone hydrochloride (viibryd), surgery (underwent a total hysterectomy, bilateral salpingectomy, and bilateral oophorectomy) and prescription medications to manage. Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, device dislocation, salpingitis, gastrointestinal disorder, gastrointestinal injury, infection, dysmenorrhoea, back pain, arthralgia, uterine pain, menstrual disorder, dysgeusia, headache, vaginal infection, dyspareunia, depression, anxiety, female sexual dysfunction, migraine, allergy to metals, haemorrhagic cyst and adnexa uteri cyst outcome was unknown and the menorrhagia, vaginal discharge, rash, pruritus, fatigue, weight increased, genital haemorrhage, vaginal haemorrhage and rash generalised had resolved. The reporter considered adnexa uteri cyst, allergy to metals, anxiety, arthralgia, back pain, depression, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, gastrointestinal injury, genital haemorrhage, haemorrhagic cyst, headache, infection, menorrhagia, menstrual disorder, migraine, pruritus, rash, rash generalised, salpingitis, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: as a result of her implantation of essure, she has been forced to miss time from work. On (B)(6) 2016 her uterus, cervix, both fallopian tubes, and, both ovaries were all removed. Since her removal surgery, plaintiff's symptoms have mostly resolved. As per follow up discrepancy note date of insertion :- (B)(6) 2008, (B)(6) 2011. There were about 4 coils remaining in the uterine cavity on each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Pathology test - on (B)(6) 2016: uterus, cervix and bilateral tubes, hysterectomy with bilateral salpingectomy: cervix with nabothian cysts and moderate chronic inflammation proliferative endometrium uterine serosa with fibrous adhesions. Superficial adenomyosis right tube. Congested left tube with features of chronic salpingitis. Concerning the injuries reported in this case, the following one were described in patients medical record:vaginal discharge, back pain, abdominal pain, weight gain, nickel allergy, pelvic pain, dyspareunia,hemorrhagic cysts, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure micro-inserts had migrated and embedded itself within her colon"), embedded device ("essure micro-inserts had migrated and embedded itself within her colon"), change of bowel habit ("issues with her bowels") and gastrointestinal injury ("trauma her colon sustained") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "her surgery took much longer than expected". The patient's concurrent conditions included headache. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), change of bowel habit (seriousness criterion medically significant) with abdominal pain, gastrointestinal injury (seriousness criterion medically significant) with abdominal pain lower, infection ("infection (other than vaginal, bladder, or urinary tract)"), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain"), arthralgia ("hip pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation"), uterine pain ("uterine pain"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), headache ("worsening of her headaches"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), rash ("rashes"), pruritus ("itching"), fatigue ("chronic fatigue"), weight increased ("weight gain"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (underwent a total hysterectomy, bilateral salpingectomy, and bilateral oophorectomy) and surgery (underwent a total hysterectomy, bilateral salpingectomy, and bilateral oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, change of bowel habit, gastrointestinal injury, infection, dysmenorrhoea, back pain, arthralgia, menorrhagia, uterine pain, menstrual disorder, dysgeusia, headache, vaginal infection, vaginal discharge, dyspareunia, rash, pruritus, fatigue, weight increased, depression and anxiety outcome was unknown. The reporter considered anxiety, arthralgia, back pain, change of bowel habit, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastrointestinal injury, headache, infection, menorrhagia, menstrual disorder, pruritus, rash, uterine pain, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: as a result of her implantation of essure, she has been forced to miss time from work. On (B)(6) 2016 her uterus, cervix, both fallopian tubes, and, both ovaries were all removed. Since her removal surgery, plaintiff's symptoms have mostly resolved. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.